Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The reagent pack can most likely be excluded based on a review of the provided calibration and quality control data.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 15 patient samples tested for creatinine plus ver.2 (crep2). Comparison results were between 1 reagent pack that was close to being empty and 1 new reagent pack. Based on the data provided, the results for 13 patient samples were erroneous. The erroneous results for the 13 patients were reported outside of the laboratory. The customer thinks all the results from the new reagent pack are correct. Refer to the attached data for patient results. No adverse event occurred. The c501 analyzer serial number was (B)(4).